Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. Reportedly, the patient had complications of edema, inflammation and swelling, and fluid discharge. There were no additional adverse patient effects reported. The was ICD explanted.